Event description:
Medtronic physio-control is investigating reports of h-bridge module failures on the therapy circuit board assembly. If these modules fail, the circuit board assembly may not function and defibrillation therapy may not be delivered.